Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to unavailable sample. A batch review was not performed due to an invalid lot number. A root cause was not identified due to insufficient information. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A patient and caregiver reported that pressure in the lines caused bag leaking during use. The other batch the customer has is ok. No patient injury or medical intervention was reported.